Event description:
It was reported that while using bd vacutainer® push button blood collection set, customer noticed a crack on the luer lock hub in (5) devices. No patient or user impact reported.

Manufacturer narrative:
D2: common device name: blood specimen collection device; intravascular administration set. D.2. Medical device type: one additional code applies; jka. Investigation summary: bd received 31 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for cracked product/component was observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual examination and the issue of cracked product/component was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked product/component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.